Manufacturer narrative:
The reported complaint of a black box on the segment electrocardiogram (segm) display was confirmed. Based on the information provided, it was determined an atrial paced (ap) event followed atrial refractory (ar) event, only 7.8 ms apart; hence, the markers overlapped, causing it to appear as a black box. The ar event fell inside post ventricular atrial refractory period (pvarp) which means it was classified as an atrial tachy event which does not inhibit the ap. The short ventricular paced (vp) event to vp interval was due to an interaction between the programmed pvarp value, ongoing sensor-indicated rate (sir), ventricular intrinsic preference (vip) algorithm and atrial preference pacing and capture (apac) features. The device was performing per design.

Event description:
It was reported that a diagnostic anomaly was suspected on the implantable cardioverter defibrillator (ICD). It was noted that there was ventricular pacing (vp) event between the 11th and 13th second. This was thought to be related to the ventricular intrinsic preference (vip) trying to maintain the atrial base rate, but it was not understood why the atrioventricular delay (avd) was short at 105ms and vip cycles were set to 3. Vip was disabled at rates higher than 110bpm so the shorter avd remained but should have been 200ms and not 105ms as observed. The fast pacing was questioned. In addition, it was questioned why the box supposed to indicate atrial rhythm (ar) was being incorrectly labeled as an atrial paced (ap) event.